Event description:
The patient received two scs systems (cervical and thoracic). It was reported the patient experienced ineffective therapy with the thoracic lead several months ago. Reportedly, the physician opted for an epidural trial as the next course of action to address the issue. Follow-up identified surgical intervention was undertaken on (B)(6) 2015 at which time an additional subcutaneous lead was implanted. Effective stimulation was achieved postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.